Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Customer stated that he programmed a 5 unit bolus and saw only two drops of insulin exit. The customer stated that he had issues with recurring no delivery alarms in the past. The customer stated that he had bronchitis and was put on medication by his doctor. The customer reported that on the morning of the call, he had fluctuating blood glucose levels from 319 mg/dl to 363 mg/dl even after bolusing. Blood glucose level at the beginning of the call was 423 mg/dl. Customer declined to troubleshoot for the high blood glucose level. Customer's blood glucose level had come down to 387 mg/dl by the end of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.